Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. The fse confirmed there was one discolored spot on the bottom left of the lcd screen. To fix the issue the fse replaced the display top assembly. After repair the iabp passed all functional and safety tests. The iabp was returned to the customer.

Event description:
It was reported, during in house service by a getinge sales rep, the cardiosave had a display malfunction. There was no patient involved.